Event description:
Customer reports a new hand switch was received and installed on lf hut dr table. After a period of time the hand switch cable became very warm and the hand switch failed to operate. Customer tried to move table to a position whereas a patient could be removed. Regardless of what footswitch table movement was selected, the table would only elevate. This created a potential safety issue trying to remove the patient safely.

Manufacturer narrative:
Liebel - flarsheim service report: cable hand switch. Evaluation date may 27, 2004. Evaluation performed on hydradjust dr training system. The hand switch was installed on the system using the cable that is currently used on the training system. The hand switch operated with no problems. The hand switch was then disconnected. The cable received from arlington memorial was then installed along with a known good hand switch. The results was the table would not function. This concluded the root of the problem was in the cable. After inspection a problem was found in the cable. One of the connectors was found to be free to move inside the shell. This can cause wires to break. It was noted the coiled cable, in relaxed condition, is now approximately twice as long as a standard cable. This is due to the cable being continuously stretched beyond its intended range. Supplier evaluation: the cable was then sent to the supplier schuster electronics, inc. For failure analysis. Their report was basic in that their investigation found broken wire connections at the connector. They indicated that they use the crimp and poke method to attach the wire to the posts and recommend that we look into their solder method. They commented that the failure was not due to assembly defect nor to user abuse even though the cable was obviously stretched. But they did not state why the failure occurred except to say that lf might want to look into the solder method for attachment. Note: this style cable has been used for 10+ years and found to be very dependable. No similar complaints were noted in cts.